Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 274 mg/dl, 350 mg/dl, 174 mg/dl, 124 mg/dl and 120 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.